Event description:
During a cataract phacoemulsification procedure, the vitrectomy cutter failed to properly cut the vitreous. Although the procedure was completed successfully, the pt experienced a delayed recovery because the eye was open for approx one hour longer than usual due to the cutter problem.